Manufacturer narrative:
Clinical assessment was completed based on the received medical imaging. The reported rupture was unconfirmed due to a lack of relevant medical imaging and records. The type iiia endoleak of the aortic components was confirmed. Definitive, device, user, procedure or anatomy relatedness of this event could not be determined; however, the pre index procedure sac was 77mm and the endologix recommendation would be 58mm of overlap. Calculations based on the pre-planning image demonstrated 40mm of planned overlap which follows the IFU but not the recommendation. Without more imaging it could not be determined if aortic remodeling contributed to this event. The infrarenal neck was angulated, which could have contributed to this event. The final patient status was not reported. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal stent graft. Approximately two (2) years post initial procedure, the patient presented to the hospital. A computerized tomography (CT) identified a rupture aorta due to a type iiia endoleak will separation of the two stents. A re-intervention was completed the following day. The physician elected to implant an additional afx vela suprarenal stent graft at the separation however the proximal edge of the new vela did not fully appose; therefore, an additional non-endologix stent graft (exluder) was implanted with success. The patient was stable post procedure.